Manufacturer narrative:
The sample has not been returned to the MFR at this time. The results of the investigation are not available at the time of this report. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: the staples came out two at a time. No pt injury reported.